Event description:
It was reported that during a conversation with a physician, it was stated a "patient had a greenlight laser procedure completed in (B)(6) 2012". Reportedly, the "patient requires an implant of an ams aus device post procedure". The implant has been scheduled. No further information was available.